Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines to decrease the risk of a stroke. Transient ischemic attack (tia) is not considered a serious clinical adverse event. Patients that experience tia's are more likely to experience more serious neurologic dysfunction in the future. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's united network for organ sharing (unos) status code was upgraded to 1 due to a transient ischemic attack (tia). Subsequently, the patient received a heart transplant on (B)(6) 2017. No additional information was provided